Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We were doing a tka and when we went to make our first cut the robot began to vibrate way more than normal and took the distal cut all the way into the red. It was not usual and the surgeon deemed it unsafe to proceed with the case with the robot. Case type tka, surgical delay yes - =15 minutes. Per the mps, the surgeon was not comfortable using the robot as it was vibrating. The vibration was very vigorous (more than usual) and the arm will move out of haptics and the cutting tool will continue to run while out of haptics.

Manufacturer narrative:
An event regarding arm vibration during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 405 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during cutting. There were other reported event for the listed catalog number (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
We were doing a tka and when we went to make our first cut the robot began to vibrate way more than normal and took the distal cut all the way into the red. It was not usual and the surgeon deemed it unsafe to proceed with the case with the robot. Case type tka, surgical delay yes =15 minutes. Update: per the mps, the surgeon was not comfortable using the robot as it was vibrating. The vibration was very vigorous (more than usual) and the arm will move out of haptics and the cutting tool will continue to run while out of haptics.